Manufacturer narrative:
Additional information was received that the reported effusion was pericardial effusion. The reported mitral regurgitation resolved on it's own after the patient's ventricle returned to it's normal size. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that there was difficulty positioning the transcatheter valve into a previous surgical aortic valve (sav). Factors that can affect valve positioning include patient anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, tension applied on the delivery catheter system (dcs) during positioning, or physician technique. In this case, the positioning difficulties were reportedly due to trouble visualizing the sav. The valve was attempted to be deployed three times and it kept diving ventricular. The ability to recapture a valve during deployment is a feature of the evolut r system that allows for additional attempts to accurately position the valve. After the third deployment, the patient became hemodynamically unstable with very low pressure so cardiopulmonary resuscitation (CPR) was administered. The patient then went into ventricular fibrillation arrest and was shocked with a defibrillator several times regarding the hypotension that was reported after the first valve was implanted, it is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In the evolut r instructions for use (IFU), hypotension is listed as a potential adverse event associated with the implantation of the device. The cause of the patient¿s low pressure could not be conclusively determined but it may have been related to the effusion that was identified on the tee. Based on the information received, the root cause of the ventricular fibrillation and mitral regurgitation could not be determined as they may have been related to patient condition. It was also reported that the mitral regurgitation resolved on its own after the patient's ventricle returned to its normal size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-14-us, serial/lot #: (B)(4), ubd: 02-may-2021, (B)(4). Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous surgical aortic valve (sav), position of the valve was difficult due to trouble visualizing the sav. The valve was attempted to be deployed three times and kept diving ventricular. After the third deployment, the patient became hemodynamically unstable with very low pressure and cardiopulmonary resuscitation (CPR) was started. The patient went into ventricular fibrillation arrest and was shocked with a defibrillator several times. The patient's left ventricle became dilated and he developed severe mitral regurgitation. An effusion was noted on transesophageal echocardiogram (tee) and patient was placed on bypass. After the patient became stable, a new valve was implanted. Following the valve deployment, an impella device was inserted to help the patients left ventricle recover. The patient was weaned off bypass and the groins were repaired. The patient left the room still intubated and on impella. The following day the impella was removed and the patient's ejection fraction had returned to normal and on very few medications. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history records for the first valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. No evaluation of the first valve was possible because it was discarded. A device history record review for the delivery catheter system (dcs) is not required as the reported information does not suggest a device quality deficiency may have contributed to the event. It was reported that there was difficulty positioning the transcatheter valve into a previous surgical aortic valve (sav). Factors that can affect valve positioning include patient anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, tension applied on the delivery catheter system (dcs) during positioning, or physician technique. In this case, the positioning difficulties were reportedly due to trouble visualizing the sav. The valve was attempted to be deployed three times and it kept diving ventricular. The ability to recapture a valve during deployment is a feature of the system that allows for additional attempts to accurately position the valve. After the third deployment, the patient became hemodynamically unstable with very low pressure so cardiopulmonary resuscitation (CPR) was administered. The patient then went into ventricular fibrillation arrest and was shocked with a defibrillator several times. Severe aortic insufficiency was also reported. Aortic insufficiency can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the information received, an assignable cause for the aortic insufficiency could not be determined. It was also reported that the patient¿s left ventricle became dilated and severe mitral regurgitation developed. Transesoph ageal echocardiogram (tee) showed an effusion, which was later reported as pericardial effusion, and the patient was placed on bypass. After the patient became stable, a second valve was implanted slightly deep at approximately 9 mm below the sav inflow. The severity of the aortic insufficiency was reduced to mild after the implant of the second valve. A mild condition typically has a minimal impact on the patient and is generally deemed acceptable. The physicians were unable to determine if the aortic insufficiency was central or paravalvular leak (pvl), but it was assumed to be pvl. Regarding the hypotension that was reported after the first valve was implanted; it is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In the instructions for use (IFU), hypotension is listed as a potential adverse event associated with the implantation of the device. The cause of the patient¿s low pressure may have been related to the effusion that was identified on the tee. Based on the information received, the root cause of the ventricular fibrillation and mitral regurgitation may have been related to patient condition, but the cause could not be determined. It was also reported that the mitral regurgitation resolved on its own after the patient's ventricle returned to its normal size. If information is provided in the future, a supplemental report will be issued.